Event description:
User reports failing one external proficiency survey sample for creatinine. Reported survey result 2.4 mg/dl. Acceptable survey range 5.2 to 7.2 mg/dl. Survey sample repeated twice in 2008, initially resulting at 6.56 mg/dl, and 6.39 mg/dl using a different lot number of strips. No pt samples were reported to be affected. If additional info is received, appropriate notification will be provided.